Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, the patient was hospitalized with complications from bladder cancer. A week later, the patient died. The primary cause of death is bladder cancer.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08776 and MDR ID 2134265-2015-08777. (B)(6) clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented with stable angina and was referred for cardiac catheterization. Subsequently the index procedure was performed. Target lesion # 1 was a de novo and total chronic occlusion lesion located in the distal left circumflex artery (lcx) with 100% stenosis and was 25mm long with a reference vessel diameter of 2.25mm. Target lesion# 1 was treated with predilation and placement of a 2.25x32mm promus element plus stent with 0% residual stenosis. Target lesion # 2 was a de novo and total chronic occlusion lesion located in the proximal lcx with 100% stenosis and was 30mm long with a reference vessel diameter of 3.00mm. Target lesion# 2 was treated with predilation and placement of a 2.50x38mm promus element plus stent with 0% residual stenosis. Target lesion # 3 was a de novo lesion located in the left main coronary artery with 90% stenosis and was 18mm long with a reference vessel diameter of 3.5mm. Target lesion# 3 was treated with direct stent placement of a 3.50mm x 20mm promus element plus stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. On an unknown date the patient died. Cause of death is also unknown.